Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The leak was determined to be caused by defective material and incorrect segregation after inspection by the operator. Awareness training was provided to the operators and the supplier was notified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One used sample was received for evaluation. During visual inspection no defects were observed. Pressure test was performed, and the pressure test failed. The reported condition was confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty container (250 ml) gamma sterilized leaked from the blue port, where it was sealed with the bag. The reporter stated that no other product was connected when this occurred and there was no visible damage to the packaging or shipping carton. This occurred before patient connection, so there was no patient involvement. Additional information was requested and is not available.